Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned device consisted of a sterling balloon catheter with a stopcock attached to the device. Microscopic examination presented no irregularities on the ro marker that could have contributed to the damage. No proximal weld damage was found. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter could not maintain constant pressure. Inspection of the device presented a pinhole in the balloon 48mm from the tip of the device. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-jul-2015. It was reported that the balloon did not inflate sufficiently. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified iliac artery. An epic stent was implanted in the lesion and a 8.0mmx40mmx135cm sterling balloon catheter was advanced for post dilation of the stent. The balloon was inflated two to three times at 12 atmospheres for 30 seconds. The pressure level was then increased to rated burst pressure however the balloon did not inflate sufficiently so the device was exchange to another mustang balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a balloon pinhole.